Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site.

Manufacturer narrative:
The device has been returned/received and is pending an investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path, needle mechanism components, bottom housing, and environmental seal found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. Inspection of the bottom housing and environment seal found no evidence of the needle deploying into them. A root cause for the reported unsure properly inserted cannula could not be determined.